Event description:
A nurse called asking if the customer should have manual injections or placed the customer back on the pump. Advised to follow the dr's recommendation. The contact asked that the customer was released few days prior to the call. Also the nurse informed that the customer was hospitalized due to purposely overdosing self with insulin. The contact stated that the customer's bg would be treated with manual injections.